Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to reach out to see if there have been any recent changes to the tubing used in your urinary catheters. They have received several reports from clinical staff noting that the tubing appears thinner and more flexible than previously, with some concern that it may be more prone to kinking or collapsing on itself during use. This has also been observed during infection prevention urinary catheter rounds. While they are evaluating this further internally, they also wanted to check with us to see if there have been any manufacturing updates, material changes, or product modifications that could explain these observations. If there is any information you can share regarding recent changes, product specifications, or known feedback related to this, it would be appreciated.